Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter had ¿stopped working¿ on (B)(6) 2019. The patient manages her diabetes with a combination of novolin insulin (1 unit, 3-5 times per day) and metformin oral medication. She reported that on a date/time she cannot remember, she developed symptoms of ¿dizzy, sweaty, headache and feeling of throwing up¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management; she indicated that on (B)(6) 2019, she stopped taking her novolin insulin. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The meter would not turn on when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The patient did not have test strips to insert into the meter so the cca was unable to walk her through a retest. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, after the meter stopped powering on.